Event description:
It was reported that the subject presented with chest pain and received an unspecified abbott bare metal stent (bms) on (B)(6) 2014 without reported issue. Four days post-stent procedure on (B)(6) 2014 the subject again had chest pain and received a echocardiogram (ECG/EKG) which revealed the need for coronary bypass graft surgery (CABG) and the physician stated that the stent had "collapsed"; the subject underwent double CABG surgery but subsequently died while in recovery. No autopsy was performed and the specific cause of death was not provided. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the vessel. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effects of angina and death, as listed in the multi-link 8 coronary stent system instructions for use (IFU) are known patient effects that may be associated with coronary stenting. Based on the information reviewed, there is no indication of a product deficiency.